Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, medical records were reviewed by medical director but no definite root cause for this event could not be determined. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. No conclusions could be drawn.

Event description:
It was reported that approximately 38 months post-implant of a bifurcated device and an infrarenal aortic extension, a follow-up computed tomography scan revealed a type iii endoleak between the infrarenal aortic extension and the bifurcated device. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.